Manufacturer narrative:
The insulin pump received with intermittent button response due to flattened express bolus and esc button dome switch. No unlocked lcd keypad connector. No unexpected button sticking anomalies noted. The insulin pump passed all functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with normal operating currents. The insulin pump passed the self test. The insulin pump passed the unexpected restart error test. The insulin pump passed off no power test. The insulin pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had to call the ambulance for high blood glucose. The customer reported that the buttons were sticking. The customer stated that they were having hard time to navigate the insulin pump due to keypad anomaly. The customer mentioned that they received a no delivery alarm. The customer's blood glucose was 220 mg/dl at the time of incident. The customer's blood glucose was 326 mg/dl at the time of ambulance call. The customer's blood glucose was 220 mg/dl at the time of call. The customer stated that the paramedics were able to treat the blood glucose. The customer stated that they were wearing the insulin pump at the time of ambulance call. The insulin pump will be returned for analysis.